Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the cause of the previously reported event was not determined. No further complications were reported/anticipated.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that there was an open circuit with impedance values greater than 40,000 ohms so the patient was unable to have an MRI. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were also no diagnostics/troubleshooting nor any actions/interventions performed related to the event. The event remains ongoing. No symptoms were reported. No further complications were reported/anticipated.